Manufacturer narrative:
Medtronic rep swapped computer and monitor, per RMA and after testing could not duplicate issue. No impact on pt reported.

Event description:
Site called in to report that the screen flashes black intermittently on the fusion system during an ent procedure, this behavior occurs when a video cable is connected or the surgeon is navigating with an em m4 blade. Site proceeded with navigation and completed surgery. No impact to pt outcome.